Manufacturer narrative:
Supplemental report submitted to correct d6a. The valve was implanted 1 year and 2 months post implant. The device was not returned for evaluation. Therefore, no product return engineering evaluation was performed. Imagery provided by the site was reviewed and the following was observed: host tissue/pannus was present on the valve at inflow, outflow and surrounding of the valve. There was pannus growth over the outflow commissures. The complaints for pannus formation was confirmed from the returned imagery. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'four days post-implant, mean gradient was 40mmhg on echo. Patient was not symptomatic and was put on heparin and coumadin. No thrombus was seen on echo.' Additionally, a review of imagery revealed that host tissue/pannus was present around (inflow, outflow and surrounding) and at commissures of the explanted valve. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As such, available information suggest patient factors (pannus) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action (CAPA ) nor product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Per the medical opinion, the sapien ultra 20mm valve too small which caused pannus and regeneration of tissue around the valve.

Event description:
Edwards received notification from our affiliate in (B)(6). A patient who underwent an implant of a 20mm sapien 3 ultra valve, in aortic position, by transfemoral approach. Four days post-implant, mean gradient was 40mmhg on echo. Patient was not symptomatic and was put on heparin and coumadin. No thrombus was seen on echo. Finally, patient was discharged but re-admitted in a different facility due to digestive bleeding. Medication was changed to xarelto. Later, patient shown in hospital with chest pain (drs) and dyspnea and, after approximately two months post-implant, valve was explanted. A 21mm edwards surgical valve was implanted with annulus enlargement successfully. Pictures provided from valve confirmed quite heavy amount of host tissue/pannus observed on both the inflow, outflow and the side of the valve. The host tissue was restricting the movement of the leaflets at the commissures on the outflow side.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.